Manufacturer narrative:
(B)(4). (B)(4) (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6). "When discussed I advised that a confirmation of yes on screen is required before dose can be delivered. (B)(6) then tried to replicate this and confirmed that a confirmation screen does appear and yes is required. She felt that a code should be required before being allowed to deliver by this button. Probable user error"